Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a heel warmer. The customer reports the nurse was burned on her face and arm when heel warmer exploded and released it's chemical onto her. The staff member went to employee health and had her face and arm rinsed. The customer reports no further intervention was required after rinsing.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.